Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection noticed the setscrew was backed against the retainer of the device; evidence suggests this may had occurred during the explant procedure. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that during a routine device replacement procedure for elective replacement indicator (eri), the setscrew could not be loosened on this subcutaneous implantable cardioverter defibrillator (s-ICD). Eventually the setscrew was loosened with a bent screwdriver however there was some insulation damage to the associated electrode which was repaired with a sleeve. The electrode remains implanted and in service. The device was returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection noticed the setscrew was backed against the retainer of the device; evidence suggests this may had occurred during the explant procedure. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that during a routine device replacement procedure for elective replacement indicator (eri), the setscrew could not be loosened on this subcutaneous implantable cardioverter defibrillator (s-ICD). Eventually the setscrew was loosened with a bent screwdriver however there was some insulation damage to the associated electrode which was repaired with a sleeve. The electrode remains implanted and in service. The device was returned for evaluation. No adverse patient effects were reported.